Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information regarding the treatment of the infection has been requested; however, not yet made available as of the date of this report.